Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Original reverse shoulder replacement with dr. (B)(6) in 2010. Patient reported he dislocated 4-6 weeks after original surgery and dr. Brought him back for revision. Original doctor then referred him to dr. (B)(6) after dislocating again. Continued to dislocate approximately 50 times over the last several years. Dr. (B)(6) did revision and noted that the baseplate was originally implanted too high on the glenoid which he believed was causing the dislocations. He also noted that the cemented stem was still well-fixed.